Event description:
"Balloon would not inflate. Must have been packaged with a hold. Five-ten minute delay in procedure. Could not properly place trocar to obtain pneumoperitoneum. Opened new trocar."

Manufacturer narrative:
Upon receipt and eval of the incident device, a f/u report will be submitted.